Manufacturer narrative:
Explant approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a patient in (B)(6) was enrolled in an (B)(4) study after experiencing multiple surgeries on the right hind foot and arthrodesis of the ankle joint after nonunion. Patient was implanted with a nail and screws on (B)(6) 2011. On (B)(6) 2012, patient experienced dynamisation due to pain and swelling of right foot; the pain was located at two distal locking screws. Surgeon removed the two distal screws, approximately (B)(6) 2012. No further information is available. This is 2 of 3 reports for this event.